Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. It is likely that reprocessing could not be conducted properly due to leakage occurred by breakage of the upward/downward angulation control knob, cracks in the scope body, cracks in the plug unit, and breakage of the biopsy channel. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-1100 operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-1100 reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.